Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that he attempted to test on the advantage meter in the afternoon on (B)(6) 2013, but was unable to do so, due to no power to the meter. At 0030 on (B)(6) 2013, the customer got out of bed to use the restroom and was confused and did not know where he was. Customer's wife called the emts, who tested the customer at 30 mg/dl (timeframe not provided). Customer was taken to the hospital, where he was admitted for three days and treated (treatment not provided). Customer left the hospital with a reading of 118-120 mg/dl on their meter. Requested return of suspect device and strips, and replacement was sent.